Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis registered nurse (pdrn) discovered a fluid leak on the inside of the cassette door of their cycler after ending a training treatment. The treatment was being performed for training purposes using a dummy tummy, the patient was not hooked up to the cycler. Observed the fluid leak at the end of the training treatment. It is unknown at which point in therapy the leak may have begun. The cause of the leak is unknown. The pdrn was advised to discontinue the use of their cycler. Upon follow up, the peritoneal dialysis nurse confirmed there was no patient involvement. The patient has received the replacement cycler. The pdrn reported the patient is still training with the cycler and is completing treatment with continuous ambulatory peritoneal dialysis. The cassette used by the patient was discarded and is not available for return for physical evaluation by the manufacturer. The cycler was returned to the manufacturer for physical evaluation.

Event description:
...

Manufacturer narrative:
No patient involvement, removed patient information. Additional information: plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no signs of damage. The teach pump test passed. Performed a post-accelerated stress test (ast) 2hr 15min 8500 ml simulated treatment and the cycler completed the treatment with no problems or failures. The accelerated stress test passed. An internal inspection of the cycler found signs of dried fluid underneath the pump assembly. No burrs or sharps in cassette area that may have punctured a cassette membrane. The cause of the observed dried fluid could not be determined. No other discrepancies were encountered. The mushroom head checks passed. The glucose test strip passed. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.